Event description:
On january 30th, 2026 we received a catheter from our distributor (B)(4) with the following information: "the patient received the catheter during surgery via tunneling. (B)(4) when the patient arrived at (B)(6) and was connected to neurosmart, we received icp values but no po2 values. After contacting (B)(4) and cleaning the white spike on the pto 2l catheter (due to the amplitude of 38), we received a p02 value. In the afternoon (B)(4), it starts to alarm for icp with error code s09. We constantly received icp measurement values and a nice curve. After new contact with (B)(4), the sutures were loosened and new fixation was made. Despite this, the alarm with s09 code continued from time to time. The catheter is removed (B)(4) on am a new catheter is inserted via bolt (B)(4) on pm".

Manufacturer narrative:
Manufacturer statement: after arrival of the catheter at the plant, the serial number of the described product was checked. The serial number of the received neurovent-pto 2l 095108-001 is (B)(6). It was further investigated if the microchip and the titanium housing show any signs of mechanical damage. On the silicone cover and titanium housing signs of mechanical stress caused by a hard object could be found. The connector was opened and visually inspected to check if the pcb was exposed to moisture or a high pulling force. All four wires were still connected to their respective soldering pads and no signs of moisture could be found. Additionally, the pins on the plug were checked and no abnormalities were found. An initial checkup in air at room temperature was performed. The catheter has shown an icp value of 4.8 mmhg in air and a value of 3.5 mmhg in 37 °c water bath, which is out of specification. Afterwards, the neurovent-pto 2l was connected to the neurosmart logo to check if the error messages described by the user could be reproduced under laboratory conditions. The catheter shows an icp-value of 3.8 mmhg in water bath (37°c), which is out of specification. The error message s09 was not displayed. To reconstruct the error message s09 the complained catheter was stressed by a constant icp of 20 mmhg. After connection to the neurosmart logo the described alarm could be displayed. Additionally, the pressure sensitivity was checked. With a pressure difference of 10 mmhg, a change of 10.5 mmhg could be detected, which is within specification. Afterwards, a tightness test was carried out to check whether the measuring window is sealed against air und liquids. Therefore, the catheter tip was immerged in water and a pressure of (310 +/-5 kpa) was applied from the side of the connector. If air bubbles are visible, the measuring window is leaking. In this investigation no air bubbles were found. A leakage can be excluded. To check the icp function, a drift test over 60h was performed. A pressure deviation of 0.5 mmhg could be detected, which is within specification. The described error (implausible error code) could not be reconstructed under laboratory conditions. On the silicone cover signs of mechanical stress could be detected. Because of the signs of mechanical stress on the pressure chip this complaint is handled as a user error. The precautions and instructions according to section 6 of the instructions for use zwo-013 were not sufficiently observed. "The pressure sensors may not be subjected to undefined pressures, e.g. By gripping the catheter with forceps to insert into a hole, because the sensors may be damaged with pressure values in excess of 1500 mmhg!" The error message s09 is displayed when a constant icp-value is detected by the neurosmart logo. See: IFU zwo-541- instruction manual raumed® neurosmart® ref 095284-001 and raumed® neurosmart® logo 095294-001: s09: the measured values are constant. The catheter may be defective or improperly connected. Confirm this with ok. Check the pulsation of the pressure signals. If no pulsating pressure signals are displayed even though the catheter/transducer is connected to the patient, it is probably a sensor defect. Therefore, two conditions are necessary to trigger this alarm: 1. Icp higher than ± 20 mmhg. 2. No pulsation detected. Conclusion: an implausible high and constant icp-value which could trigger the alarm on the neurosmart logo could not be reconstructed. The described error message caused by a malfunction of the catheter can be excluded because the sensitivity of the catheter was always given during the investigations. The cause of the described error must have been outside the control of raumedic.